Event description:
It was reported that the patient experienced presyncope and presented to the clinic. Interrogation of the pulse generator revealed intermittent ventricular capture upon auto mode switch episodes. The patient reported that during the episodes, he was unable to read his pulse for up to three seconds. Capture tests were performed and consistent ventricular capture was observed. During device programming, noise was observed. The device output was increased and the patient would be monitored.

Manufacturer narrative:
(B)(4).